Event description:
It was reported, while in the cath lab, the md inserted the iab. The iab did not inflate properly, and as a result, the iab was removed. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.